Manufacturer narrative:
Other text: h3: one cadd legacy plus pump was received for evaluation. The event history log was reviewed and there were "power down" and "upstream detected alarm" messages. Functional check and visual inspection were conducted and the reported issue was able to be confirmed. The pump was found to be missing the downstream occlusion sensor nub and that caused the issue. The downstream sensor will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical pump was constantly beeping when the cassette was installed. There was no patient present and no reported adverse events.